Event description:
During follow-up, post-paced t-wave oversensing due to fusion was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.